Event description:
It was reported that multiple spectrum pumps continuously displayed air in line during an infusion of pitocin in the labor and delivery unit. The customer reported that the delivery rates were 300 ml/hr and 999 ml/hr, and the alarms caused delays of medication administration during critical times. The primary set had lactated ringers running on the spectrum infusion pump, and the pitocin was piggybacked into the lowest y site or into the port of a 2 lead catheter extension set. The pitocin was refrigerated and was run at a very low rate for several hours (during labor). Upon delivery, the pitocin rate was raised to 999 ml/hr. At that point, the fluid was at room temp, and it was noted that microbubbles were present in the solution and in the tubing. The customer reported that they attempted to reproduce this without success. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The devices were not identified or returned to baxter for eval; therefore, an eval could not be completed. If the devices are identified and returned, an eval will be completed and a supplemental report will be submitted.